Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site to remove the locked instrument and complete the procedure. The hospital has reported the pt's condition is satisfactory.